Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report add gel/replace belt alarms despite the fact that there was no evidence of a gel release. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon receipt the distribution node to rear therapy electrode cable was ripped from the distribution node. The electrode belt was able to detect a patient, but was unable to treat. The cause for the check therapy pad messages and the inability to treat was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.